Manufacturer narrative:
Three (3) attempts have been made to the reporter to acquire additional information and no additional information has been made available. The device was returned to an olympus service center for evaluation and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. The bending section rubber had a hole and was leaking. The bending section cover glue was cracked with threads exposed. The bending section had excessive broken strands. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a procedure, the endoeye flex deflectable videoscope presented no image when plugged in. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the following are probable causes for the loss of image: stress to the bending section, abnormality such as kink, breakage of wire, or the like occurred in charged coupled device cable. Additionally, water invaded the device, and the charged coupled device unit or internal board of video connector was damaged. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.